Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that when they have stimulation on, it doesn't last very long. It also takes a long time to charge and says he is having nothing but problems, having a falling out with this thing, when they have it on, it needs to be charged right away, and patient will leave it charging all day and it finally charges but it takes a long time to charge and patient turns it off when charging. It has been happening since he got implant put in. Patient had an appointment with the rep on (B)(6) 2020. No symptoms and no further complications were reported.